Event description:
It was reported that the continuous glucose monitor read as ¿high¿. Cause was not known. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.